Event description:
It was reported distal embolization occurred following treatment of a severely calcified lesion in a large caliber vessel in the superficial femoral artery (sfa) with diamondback 360 peripheral orbital atherectomy device (oad). Thrombolytic medication was administered at the end of the procedure, and an intervention was performed to reestablish the vessel and treat the embolization. The patient remained stable. Per the physician, the cause of the embolism was related to calcium and cholesterol particles.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported distal embolization occurred following treatment of a severely calcified lesion in a large caliber vessel in the superficial femoral artery (sfa) with diamondback 360 peripheral orbital atherectomy device (oad). Thrombolytic medication was administered at the end of the procedure, and an intervention was performed to reestablish the vessel and treat the embolization. The patient remained stable. Per the physician, the cause of the embolism was related to calcium and cholesterol particles. Subsequent to the previously filed report, additional information was received indicating the embolism was biological (plaque particulates of unknown size) and sanded calcium.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient embolism and medication required appear to be related to operational context. In this case it is possible that the reported patient embolism, and medication required are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply).